Event description:
It was reported by the rep that during an open roux-en-y procedure, the circular stapler was difficult to remove after firing. The surgeon looked at the area and saw an almost straight staple. The straight staple was obtained with a plastic glove. Prior to firing the circular stapler, a linear stapler was used to create the pouch. It is not known if the staple came from the circular stapler or the linear stapler. After the circular stapler was removed, the staple line and cut line were complete. There was no leak test performed, but the surgeon did place a few sutures where the straight staple was seen. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.